Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated no time and date changes or loss. The pump was exercised for 24 hours and no time and date difference was observed. The pump was powered off and back on again after 1 hour and the time and date reset to default settings due to an unrelated issue.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was losing time daily. The reporter indicated that the pump time would be set correctly but later would be found to be hours off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).